Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting down. Reportedly the customer¿s blood glucose was "high", and customer administered a correction bolus to address the high bg. The customer will continue to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.